Event description:
Ous MDR - post implant a hematoma on the implantation pocket was observed. Hospitalization was prolonged from (B)(6) 2014. The patient received antibiotics and the hematoma was punctured. The patient was hospitalized due to high infection parameters. An infection of implantation wound was suspected and treated with antibiotics. The patient was hospitalized from (B)(6) 2014 and received antibiotics. The blood culture was negative. Update from (B)(6) 2014, prophylactic antibiotics therapy was administered due to the risk of endocarditis caused by a biological mitral graft. A possible link between the hematoma and the pocket suspected infection was not proven. "The patient was hospitalized from (B)(6) 2014, and received antibiotics. The blood culture was negative. On (B)(6) 2014: recovery of the infection was noted as well as regressive symptoms.